Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. It was noted that there was purulent material coming out from the incision. It is unknown as to whether this lead was explanted along with the related device. No additional adverse patient effects were reported. It is intended that a new system will be implanted. This device is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.